Manufacturer narrative:
Other text: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lot number was provided; therefore, a history record review could not be conducted. H4 is unknown, corrected data: h6: health effects.

Manufacturer narrative:
UDI # is unknown; no further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the medication was leaking from the pigtail extension set of the pump to the male adapter and the patient could not receive the full dose of the infusion. No patient injury reported.